Event description:
A peripherally inserted central catheter (PICC) was successfully placed for antibiotic treatment and tpn. Five days post placement, it was noted that the catheter was leaking. The catheter was successfully removed via the proximal end and another PICC was placed. No patient complications were reported. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date for this failure mode on this lot number. However, without evaluating the device co is unable to determine if the device met specifications. User technique during access and/or patient anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.